Event description:
There were two quick-ts opened. In the first one, there was no t and in the other one, the t was stuck. The procedure had been completed with another quick-t. This issue was noted after implanting the anchor and the anchor was not removed. Question has been asked if the surgeon removed the leg of suture from the back of the inserter prior to attempted anchor placement as per step 4 in our IFU. Email indicated that the surgeon used about 700 pieces per year and knows exactly how to use it properly.